Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 (66 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Upon receipt of above mentioned blood pump on (B)(6) 2017, the returned blood pump was tested on the pump test bench and met its required functional specification. The blood pump filled and emptied completely. During the testing, the reported pumping sound was confirmed,which differs slightly from the usual noise of pumps released after production. The pump was disassembled for further evaluation and a leak was located in the middle layer. Additionally, graphite agglomerates were detected in the membrane interstices. The remaining two layers displayed no defects. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defect in the middle layer of the membrane. Berlin heart (B)(4) completed the failure analysis on (B)(6) 2018 and determined that this incident is reportable since one of the membrane layer was defective. Even though this particular model is not available in us, it's very similar to the (B)(4) excor blood pump available in us, therefore we are reporting this as a MDR.

Event description:
The clinic contacted berlin heart (B)(4) to report an unusual noise coming from the excor blood pump of a patient supported in bivad configuration. The pump function itself was not affected; the patient was supported by the excor system without any problems. A video was sent to berlin heart. Evaluation of the video confirmed an unusual noise, as well as an unusual wrinkle of the membrane. Berlin heart therefore recommended to exchange the excor blood pump as a precaution. The affected blood pump was exchanged in the clinic by trained personnel without complications on (B)(6) 2017. The patient was not negatively affected by the incident and reportedly doing well.